Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with resetting the pump, which resolved the malfunction, and was advised to contact them again if the issue recurred. Customer acknowledged and understood the instructions.